Event description:
It was reported the cadd pump exhibited power loss. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10, h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. The device was functionally tested, and a "41622" error code alarm message was activated, which was traced to a loose motor hub gear, however the "power loss" issue the customer reported could not be replicated. Review of the pump event log found an alarm had been previously recorded, which included an indication of a lower standard battery voltage. The investigation determined this may have been the cause of the reported issue, but could not identify a root cause for the indicated low battery voltage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device battery was charged for three days and the motor hub gear was tightened.